Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the black box showed evidence of a short battery life illustrated with a sudden voltage drop. Call service alarms were observed on (B)(6) 2014. The returned battery cap and a test cartridge cap were used to complete the investigation; the battery compartment was found to be cracked on the side from the threads down to the case seal. The current draws were found above specification. The complaint of a short battery life was duplicated. The pump case was removed for further investigation and current draws returned to specification after unplugging the continuous glucose monitoring (cgm) component from the printed circuit board (pcb). Inspection found an intermittent condition to the cgm module due to a cold solder connection on the gold pin. Current draws maintained specification after re-soldering the effected gold pins and reconnecting the cgm connector to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the batteries were not lasting as long as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).